Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the operating system for the smart device was not a supported system. No additional event information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Loss of connection could not be determined. A root cause analysis will not be performed. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction: remove "life-threatening".